Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device takes approximately 30 seconds to one minute to power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation of device: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer's report. The device's software was reloaded and smart pneumatic module tubing was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the clinical and error logs did not find evidence to support the reported event. Reports of this nature are typically not considered to have any clinical impact and this report has been re-classified as a non-reportable complaint.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.